Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related report manufacturer number: 3006705815-2024-00908. It was reported that the patient lost coverage from their occipital leads. Surgical intervention was undertaken wherein both leads were replaced. Effective therapy was established postoperatively.